Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor pt, the device inappropriately shut down. The device was turned on a second time and the unit inappropriately shut down. On the third attempt, the unit powered on and worked fine w/o inappropriately powering off. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.